Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 curved tip stapler instrument staple was stuck. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the logs for the sureform stapler associated with this event has been performed and the following additional information was provided: logs show two sureform 45 curved tip instruments were used in the procedure, both with the same lot number. First stapler used was pn 480545-06, lot k14250710-0378. This instrument was installed 3x and fired 3 reloads (2 white followed by 1 blue). On the first two installs, initialization passed and clamping/firing/unclamping was completed per the logs, with no pauses for compression during the firings. On the 3rd install (blue reload installed), clamping was completed, but the subsequent firing failed at 87% completion following multiple pauses for compression. Unclamping was completed following the firing failure. A second stapler pn 480545-06, lot k14250710-0382 replaced the first stapler following the firing failure. This instrument was installed 6x and fired 6 reloads (1 white followed by 1 green followed by 2 black followed by 2 green). Initialization was completed on all 6 installs, and clamping/firing/unclamping was completed per the logs, with no pauses for compression during the firings. The logs do not show any stapler related errors.